Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Insulin syringe safety glide mechanism fell off during activation. Insulin was administered prior to safety failure. No needle sticks occurred from the malfunction and needle was disposed of in sharps container. There is no sample or lot # available for this event, reporting for record keeping purposes only. Intermountain case number (B)(4).